Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 her phone application would not launch, it would go back to the home screen on her (B)(6). There was no report any injury or medical intervention. No additional event or patient information is available.